Event description:
It was reported the patient experienced shocking sensations at the ipg site. Surgery intervention was undertaken wherein the ipg was explanted and replaced and relocated. Therapy was restored post-operatively and the shocking sensations were resolved.